Event description:
Caller reported that insulin gauge displayed an amount different than expected, with the discrepancy occurring earlier in the day before contacting support. There was no reported impact to the customer's blood glucose level. Caller resolved the issue by loading a new cartridge, and technical support instructed them to call back for further troubleshooting if needed.